Event description:
The customer reported being hospitalized with low blood glucose of 29 mg/dl. The glucose level at time of call was 157mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir was showing the same amount of insulin was showing on the status screen. The time, date, basal rates, and bolus wizard were correct. Advised the customer to contact his doctor regarding the low glucose level, and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.